Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing pm service replaced the high pressure helium regulator, helium tubing, and helium tank valve then continued troubleshooting. The stm discovered a faulty o-ring on the rear of the quick disconnect fitting and placed an order for additional parts. The stm returned at a later date and replaced the o-ring and compression fitting, then completed pm service. All safety, functionality, and calibration checks were completed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the helium regulator for the cardiosave intra-aortic balloon pump (iabp) was leaking. There was no patient involved; thus, no adverse event reported.